Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning 3-4 months ago which could have been 2018 or 2019, the patient claims that the stimulation is not as strong when the battery is below 50%. The therapy concern is not related to positional movement. There is a difference in stimulation output between sitting and standing but those would both be considered the upright position and the caller does not think that what the patient described is related to their adaptive stimulation (as) settings. The therapy is programmed to 4.8 ma for upright and 4.2 for mobile. Impedances are normal. The patient has multiple groups programmed but only uses group c. The rep checked the position with the tablet and the ins is recognizing the position correctly. Technical services reviewed information about charge level and stimulation output. The rep would adjust the mobile amplitude to see if that has any effect on how the patient perceives therapy. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-01. The patient¿s weight at the time of the event is unknown. The cause was not determined and the actions taken to resolve the issue include patient education. This information was confirmed with the physician/account. No further complications were reported/are anticipated.